Event description:
Patient reported left side "radial folds" via us report. Patient later reported "fibroadipose tissue with capsular fibrosis and steatonecrosis." Device was explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "steatonecrosis".

Event description:
Patient reported left side "radial folds" via us report. Patient later reported "fibroadipose tissue with capsular fibrosis and steatonecrosis." Device was explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of necrosis, inflammation/irritation and crease/folding of implant requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: necrosis: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Crease/folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported left side "radial folds" via us report. Patient later reported "fibroadipose tissue with capsular fibrosis and steatonecrosis." Device was explanted.